Event description:
Customer states that temporary closure of the lid on 1 quart phlebotomy containers is not functioning properly and does not remain closed.

Manufacturer narrative:
Phlebotomy lid features both a temporary closure and a permanent or final closure. We verified from returned sample that interference fit was not to specification and consequently the temporary closure feature is not effective. Lot 20060010 corresponds to production made february 1, 2006 using a lid component made in january 2006. Product was reviewed internally and found acceptable but requiring improvement. Tooling work was performed late february 2006 to correct the issue. There have been no other complaints, and no reports of injury.